Event description:
It was reported that the patient felt the implantable pulse generator (ipg) was loose and mobile within the pocket. This caused the patient pain and discomfort as well as made it difficult to charger the ipg. The patient underwent a procedure where the ipg was removed and replaced. Post-operatively, the patient was doing well.

Event description:
It was reported that the patient felt the implantable pulse generator (ipg) was loose and mobile within the pocket. This caused the patient pain and discomfort as well as made it difficult to charge the ipg. The patient underwent a procedure where the ipg was removed and replaced. Post-operatively, the patient was doing well.

Manufacturer narrative:
The ipg was analyzed and passed all tests performed. However, a review of the charging log revealed an issue that contributed to the inability to charge or longer charging times than expected. This issue was due to the ipg being loose and mobile within the pocket, factors known to contribute to charging difficulty. A product labeling review identified that the devices were used per the instructions for use (IFU)/product label. Additionally, the IFU states that over time, the ipg stimulator may move from its original position and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.